Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) cuff replacement surgery due to urinary incontinence caused by atrophy. A smaller cuff was implanted. There were no additional patient complications reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of atrophy and incontinence could not be confirmed.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) cuff replacement surgery due to urinary incontinence caused by atrophy. A smaller cuff was implanted. There were no patient complications.